Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava perforation, embedment, and disfiguring injuries (pain, distress, limited activity). The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported disfiguring injuries (pain, distress, limited activity) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient underwent a computed tomography (CT) angiogram approximately 15 years and 6 months after receiving the filer implant which revealed several struts of the filter that were extraluminal and one strut was embedded in the duodenal wall. It was further alleged that the patient experienced "significant disfiguring injuries, including significant pain and distress restricting [the patient's] ability to engage in activities of daily living." Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for embedment. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to deep vein thrombosis. Patient is alleging organ perforation and embedment. Report from computerized tomography (CT): "there is evidence of an ivc filter. Some of the filter legs penetrate the wall of the ivc and one projects adjacent to the transverse duodenum another adjacent to the abdominal aorta, of unknown if any clinical significance." Report from xray: "there is an greenfield ivc, the struts have perforated the wall of the ivc" report from CT: "ivc filter noted. 4 legs of the filter extend beyond the confines of the ivc" report from CT: "ivc filter is noted in the intrarenal cava. Few prongs of the filter are noted extraluminal. One prong is embedded in the duodenal wall."